Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues and excessive pump resistance. A surgical procedure was performed during which the ipp was fully replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100617085 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.